Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an episiotomy procedure on (B)(6) 2019 and suture was used. During use the needle pulled off of the suture. Changed to another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a labeled winding former with a partially dispensed suture of product code w9962, lot # mpcccma0 were returned for analysis. During the visual inspection of the sample, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.